Event description:
It was reported that prior to implant, interrogation of the device found that vf detection was "on" and diagnostic function had already started. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.